Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic legal received information from the attorney of the family on (B)(6) 2022. The reporter alleges that using medtronic mini med 600 series insulin pumps with a damaged retainer ring caused the claimant to suffer hypoglycemia resulting in hospitalization. The allegation specifies the pump identifier (ng2398805h) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, are considered potentially within the scope of the report confirmation of the affected serial number(s). The insulin pump was not expected to be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The corrected information had been updated and provided with this report in b3, b5 and h6.

Event description:
This case is for the october 27, 2020 event. Please see (B)(4) for the february 23, 2019 event, (B)(4) for the april 5, 2019 event, (B)(4) for the june 14, 2019 event, (B)(4) for the october 31, 2020 event, (B)(4) for the january 1, 2021 event, (B)(4) for the january 7, 2021 event, and (B)(4) for the january 9, 2021 event. The customer was using mmt-1780kpk (670g, (B)(6)) and mmt-1780kl (670g, (B)(6)). On december 21, 2022, customer's attorney reported that customer believed that the pump was defective and caused her blood sugars to fluctuate frequently. Customer said clear retainer ring in 670g, sn (B)(6)was broken. She did not learn about the recall until sometime in 2020. On october 27, 2020, customer had a low blood glucose at about 3:16pm, altered mental status, and seizure at the airport and airport staff gave her oral glucose from her supplies and she was treated by paramedics with dextrose. Customer had breakfast and went through security with safe bg and was going to the restaurant at the airport to get something to eat before her flight. Paramedics said she took some orange juice immediately prior to her low. Pump was used at the time of the incident. Per customer, pump was in auto mode. So, per customer, sensor was used.